Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. (B)(4). (B)(6).

Event description:
It was reported from (B)(6) that the quick coupling for k wires device would not move - chuck seized, was corroded, the gear seized, the bearing and seal were worn, the etching was illegible and there was component damage. The device also failed pretests for general condition, marking & labeling, check function of adjusting sleeve, check function of lever, check the cannulation of attachment and check the tool quick coupling. It was reported in the service order that the device did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.